Manufacturer narrative:
As the customer did not retain the finished goods lot number, therefore, the device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; therefore, functional testing could not be conducted. The root cause of the customer's complaint could not be determined . The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room charge nurse reported that the "phaco" would not work and there was an occlusion during a procedure. There was no harm to the patient. Additional information was requested; however, none has been received to date.